Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was able to charge for defibrillation but was unable to discharge. The device also powered off. This occurred twice. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.

Event description:
The customer contacted stryker to report that their device was able to charge for defibrillation but was unable to discharge. The device also powered off. This occurred twice. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.

Manufacturer narrative:
Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. It was observed that "low battery" warnings were present, and it could not be determined whether the device was plugged into ac power. Stryker determined that the cause of the reported issue was due to user error. The user did not provide an adequate power source to the device.